Event description:
The asp field service engineer reported a "slight" oil mist coming from the unit. The customer stated that there were no reports of physical complaints related to the oil mist. The asp field service engineer repaired the unit.

Manufacturer narrative:
.